Manufacturer narrative:
Eval summary: product history and batch records were reviewed and documentation indicated the product met release criteria. The root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A nurse reported a pt experienced a refractive error and blurry vision at both near and distance following an intraocular lens (iol) implant procedure. The nurse reported the lens was exchanged approx six months later for another iol. In a follow up, a technician reported the pt experienced a hyperopic surprise following the initial iol implant procedure. Additional info has been requested.